Event description:
Event description: per cnf, it was reported that: while the physician was using the farawave nav in olive for rspv ablation, they intended switch to the basket for the subsequent ablation. During the transition, the physician found the catheter difficult to control. After attempting to adjust the sheath and wire, they discovered that the wire could not move smoothly. The same issue persisted even after removing the farawave nav from the body for checking. After discussion with the physician, a new set of farawave nav and wire was used to complete the procedure. As reported code: 1269: did not have smooth movement. As reported device code: 9398: no clinical signs, symptoms or conditions. As reported patient code: f26: no health consequences or impact. Time of event: during procedure. Device/procedure outcome: unable to use device attempted procedure completed. Different device used (same model).

Manufacturer narrative:
A visual and microscopic examination of the returned product was completed, and the following features were observed: the guidewire is a 3-piece construction, with a coil, core, and ribbon. The coil, core, and ribbon are welded at the proximal end, the coil and ribbon are welded at the distal end. No anomalies were observed to indicate a manufacturing issue with the distal or proximal weld. A finger pull test was carried out on both welds and it was confirmed the two welds are intact. No damage was noted on returned guidewire. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "device does not meet user expectation" appears to have impacted on the event as reported. The root cause is unconfirmed: no problem detected. The classification as reported was "functional: advancing issue" however upon inspection no damage was noted on the returned guidewire, the classification as analysed was determined to be "no product defect: no product defect". Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.